Event description:
The customer contact reported loss of suction. After an unspecified length of time near the end of use, the nurse reported hearing a whistle sound and noted cracks in the liner; subsequently, a loss of suction was reported. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was rec'd. Testing found loss of suction. This was due to a crack in the liner lid. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43056.